Manufacturer narrative:
Evaluation of the returned indigo system aspiration catheter (cat7) confirmed that it was fractured. If the cat7 is manipulated against resistance, damage such as a kink and subsequent fracture may occur. Based on the reported complaint, the kinked non-penumbra sheath likely contributed to resistance during the procedure. Further evaluation revealed an additional fracture, ovalizations and a kink on the cat7. This damage was incidental to the reported complaint, and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using two indigo system aspiration catheter 7 units (cat7), an indigo system lightning bolt aspiration tubing (lightning bolt), two non-penumbra sheaths, and a guidewire. A cat7 and sheath were used to complete one pass. Upon retraction, the cat7 fractured at the midshaft within the sheath. The sheath containing the fractured cat7 was removed from the patient. The sheath was also reported to be kinked, which likely contributed to the cat7 damage. Fluoroscopy was performed and confirmed no portion of the cat7 was left in the patient. The procedure was completed at this point. There was no report of an adverse effect to the patient.